Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue replaced the helium regulator to resolve the issue. Maintenance and functional checks carried out according to current specifications.

Manufacturer narrative:
Updated fields; b4, g3, g6, h2, h6, h11. Corrected fields; d4(UDI). The following was performed by a technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part associated with this complaint: regulator, high pressure, helium this part was received with a reported unit failure message of helium bottle cannot be used. Performed visual inspection of this part received and part looks to be in good condition. The failure analysis and testing dept. Installed a known good helium tank into helium regulator and observed that the helium tank could not be inserted into the helium regulator per the cardiosave service manual. This probably cause of misalignment port on regulator, high pressure, helium. The fat dept. Verified the failure message of helium bottle cannot be used. Retaining regulator, high pressure, helium in the fat dept. Per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during in-house commissioning performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) helium bottle cannot be used. There was no patient involvement reported. There was no maquet balloon involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: d9.